Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio reviewed the electronic patient record from the event and confirmed that the defibrillation charge was removed on two (2) occasions resulting in no defibrillation shock being delivered to the patient. The patient was defibrillated successfully three (3) times during the event. Physio also downloaded the device memory and observed that during the event the unit had logged several event codes; however, physio could not confirm that the codes were related to the reported failure to deliver defibrillation shocks. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After extensive testing physio-control was still unable to duplicate the reported issue. As a precaution, physio recommended that the customer authorize replacement of the therapy pcb assembly. The customer declined this recommendation and requested that the device be returned to them unrepaired. The device has since been returned to the customer unrepaired, per their request. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that on two (2) occasions during a patient event their device failed to provide defibrillation therapy when prompted. Per the electronic patient file from the event, three (3) defibrillation shocks were successfully delivered to the patient. The device user obtained a back up device and used it to continue patient care. No further details about the patient or the event were provided.